Manufacturer narrative:
Roi cps, llc received the information related to this report through a customer complaint. Roi cps, llc is a procedure kit manufacturer. The reported device is contained, as a component, within roi kit 800756004, lot number 87847d. The incident was reported to the manufacturer of the bipolar cord.

Event description:
The patient has a pacemaker so the bipolar should not interfere with its function. When the surgeon used the bipolar, the patient started having arrhythmias. The surgeon discontinued using it, switched to a different bipolar cord and no further arrhythmias were noted. We are not sure if the cord was responsible, but it is suspicious.